Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was not able to be exposed from the oversheath. The scope, which was noted as being in a retroflex position was then straightened; however, the clip assembly still failed to advance from the oversheath. The device was withdrawn from the patient, and then the physician completed the procedure using another resolution clip device. Reportedly, once withdrawn, further attempts to expose the clip assembly were made without success. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
Visual examination noted that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The prongs could not be opened, but the clip assembly could be deployed. It was noticed that there was a kink in the control wire and coil. The sheath grip was detached from the over sheath. It was also noticed that the over sheath was torn and accordianed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A visual examination of the returned device noted that the clip assembly was detached from the bushing, but still attached to the control wire. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance may have been limited. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
Investigation results: visual examination noted the over sheath was returned detached from the sheath grip. The over sheath was also accordioned/bunched and torn at the distal end. The coil and control wire were both kinked but not cut. The clip assembly was detached from the bushing but still attached to the control wire via the tension breaker and yoke. Functional analysis revealed that the clip prongs could not be opened but the clip assembly could be deployed. Also, it was noted that the clip assembly did not advance smoothly. The investigation found that the clip assembly could not advance smoothly. Based on the condition of the returned device, the reported failure of clip bound in sheath/won't advance was confirmed. The investigation also confirmed the reportable event, over sheath torn/cut. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was not able to be exposed from the oversheath. The scope, which was noted as being in a retroflex position was then straightened; however, the clip assembly still failed to advance from the oversheath. The device was withdrawn from the patient, and then the physician completed the procedure using another resolution clip device. Reportedly, once withdrawn, further attempts to expose the clip assembly were made without success. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure within the stomach, performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was not able to be exposed from the oversheath. The scope, which was noted as being in a retroflex position was then straightened; however, the clip assembly still failed to advance from the oversheath. The device was withdrawn from the patient, and then the physician completed the procedure using another resolution clip device. Reportedly, once withdrawn, further attempts to expose the clip assembly were made without success. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine. This event has been deemed reportable based on the preliminary evaluation results; oversheath cut.

Manufacturer narrative:
(B)(4) for the preliminary evaluation finding of over sheath torn. The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the over sheath was torn. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.